Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had elevations in flow and power. The baseline flow over the prior week ranged from approximately 4.0-6.0 liters per minute (lpm) and power ranged from approximately 4.5-5.5 watts. Lactate dehydrogenase (ldh) and plasma free hemoglobin were pending, and the site had concern for thrombus. Additional information was provided that the patient's ldh increased slightly but parameters and labs normalized after a heparin drip was initiated. The patient was listed for a heart transplant. Log files noted a few unsustained power/flow elevations on (B)(6) 2023 that returned to normal after the initiation of heparin. Once the heparin was stopped, the parameters returned to elevated and the patient was restarted on heparin on (B)(6) 2023. The flow was measured at about 8.5 lpm and power at 6.6 watts, and the patient and the patient's ldh were going to be monitored closely.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that thrombus was not ruled out and the patient was elevated on the transplant list. The patient was eventually taken off of the heparin drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Additionally, direct correlation between heartmate ii left ventricular assist system (lvas) and the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Finally, slight elevations in pump power and flow were confirmed through a review of the submitted log files; however, a specific cause for these elevations could not be determined. The submitted log files captured slight elevations in pump power and flow that appeared to resolve over time. No other notable events were observed. The pump appeared to function as intended for the duration of the files. Per the customer, no diagnostic testing was performed; however, thrombus was not ruled out. The patient was elevated on the transplant list to status 2 and remains ongoing on heartmate ii lvas. No further issues have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1, "introduction," lists device thrombosis and hemolysis as adverse events which may be associated with the use of heartmate ii lvas. Section 1 provides an explanation of all pump parameters, including pump power and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 of the IFU states the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.